Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Litigation alleges patient had pain, weakness and difficulty with simple daily living activities after asr hip implant.

Manufacturer narrative:
UDI: ((B)(4).

Event description:
Update oct 5, 2017: litigation record received. Litigation alleges pain, weakness and difficulty with simple living activities. Updated product code of cup. This complaint was updated on oct 30 , 2017.

Manufacturer narrative:
Additional narrative: corrected: new etq record created in order to update etq (legal system) complaint number wpc(B)(4) . Reason for original complaint ¿ doi: (B)(6)2010 (right hip) dor: none reported patient is resident of mississippi. **update** (2/14/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Complainant update oct 5, 2017: litigation record received. Litigation alleges pain, weakness and difficulty with simple living activities. Updated product code of cup. This complaint was updated on oct 30 , 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.